Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 53 and pump error 68. It was also reported that insulin pump received a failed battery alarm. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The power management graph was within specification. No unexpected failed battery test alarms during testing noted. No unexpected pump error 68 alarms were noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test. Unexpected pump error 53 alarmed during testing and pump error 53 was present in format history file. Unable to determine the root cause of the pump error 53. The pump was received with a scratched casing, minor scratches on the lcd window, scratches on the display window, a pillowing keypad overlay and a slightly damaged keypad overlay texture.